Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 4.0cm aus cuff was implanted. It was further reported that there was a leak from the tube. There were no patient symptoms reported and it is not known when the device issues began. The patient's outcome was good following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.